Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not stop delivering insulin. They were rewinding the insulin pump and priming it, but it kept on pushing insulin without showing the numbers on the screen. The customer's blood glucose level during the incident was 200 mg/dl. The customer states that they were unable to exit the preparing to prime loop. The customer was already disconnected from the insulin pump. The customer was advised to hold the act button until they receive the second series of beep and the numbers will appear on the display. The customer stated that they had tried it multiple of times but they never saw the numbers nor did they receive the second series of beeps. The customer was advised to discontinue use of the device and revert to a back-up plan. The device was returned for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, self-test, off no power test, error test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime alarm. The insulin pump had minor scratched display window and cracked reservoir tube lip.